Event description:
Event description guidant received information that the 90 year old patient with this right ventricular lead is in intensive care for numerous medical problems unrelated to his lead. The patient has chronic atrial fibrillation and it appears that there are pauses in pacing on telemtry. Although there is no documentation of oversensing or loss of capture, it is suspected that the lead may be distended. The patient is not symptomatic.